Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source power button cannot be kept in the on state. The issue was found during inspection for use for a diagnostic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the reason the light source power button could not be kept on was due to a power switch failure. Olympus will continue to monitor field performance for this device.